Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a data collection issue. There was a message indicating "initialization of data interrupted by session". There was no detection information available. The device sensing, thresholds, and impedances tested normal. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the device was explanted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated that diagnostic data was not collected by the device since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had incomplete analysis because the device was damaged during the analysis process. Hybrid analysis found the device to have high system current drain. The integrated circuit was extracted from the hybrid, but in the process was damaged. Performance data collected from the device was received and analyzed. Analysis indicated that diagnostic data was not collected by the device since implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was explanted for an unknown reason three years later.